Manufacturer narrative:
Additional information: b5, h6 and h11. B5: the patient was treated with prophylactic antibiotics. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a separation between the main body and the twist clamp caused by broken occluder legs was observed. The reported condition was verified. The cause of the broken occluder legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and white twist clamp of the minicap transfer set. This occurred while disconnecting from an ultrabag after peritoneal dialysis therapy. The transfer set had been in use for three months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.